Event description:
Pt came into rm. Procedure started & completed w/no problems. X-ray taken of rt groin for closure device. Angioseal selected & opened on table. Md put wire and sleeve in. Device put in but would not pull out to complete sealing. Rep was called, explained what happened. Rep talked to staff over phone to cut sleeve and pull sheath out. Suture was in place. Suture was cut. Pressure was held for 15 mins on site. Pt left cath lab with no problems in leg, no hematoma, good pulses.